Manufacturer narrative:
The customer's reported problem regarding "failed occlusion test" was able to be duplicated. The event log verifies that the event occurred (15 high pressure alarms recorded). Sensor testing found the dso sensor non functional after activation. The dso will be replaced.

Event description:
It was reported that the cadd legacy pump gave a high pressure alarm during the power up of the device. No serious injury was reported in connection with this incident.